Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-11-30, h6: investigation summary: a device history record review was completed for provided material 300400 and lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the shield component was observed cracked, as documented in the picture sample also provided. The needle appeared straight to the hub component, but after further inspection, it was observed that the needle was previously bent. Once the shield is removed, extra care should be taken when handling the product to avoid any risk of damage to the cannula point, as it could provoke discomfort at the moment of injection. Re-assembly of the shield is a practice that is not recommended, in order to minimize the risk of cannula damage.

Event description:
It was reported that bd needle 25ga 1in needle pierced through the cover and detached. The following information was provided by the initial reporter: this is a report about needle piercing through the needle cover. The customer reported as follows: we are using bd¿s needle with shinba¿s syringe. At present, we are facing the issue that the needle is easily detached from the syringe. For this reason, we first connect a needle to the syringe and then remove the needle cover to check if the needle is not detached from the syringe. We then do recapping before aspirating the drug solution. During this operation, the needle pierced through the needle cover.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle 25ga 1in needle pierced through the cover and detached. The following information was provided by the initial reporter: this is a report about needle piercing through the needle cover. The customer reported as follows: we are using bd¿s needle with shinba¿s syringe. At present, we are facing the issue that the needle is easily detached from the syringe. For this reason, we first connect a needle to the syringe and then remove the needle cover to check if the needle is not detached from the syringe. We then do recapping before aspirating the drug solution. During this operation, the needle pierced through the needle cover.